Manufacturer narrative:
Conclusions: review of post-op x-rays indicated error in surgical technique, as femoral component in a varus position and anterior was shifting too close to the patello femoral joint with a poor posterior condylar coverage. The result is an extension load in a posterior area of the component where the surface is quite rounded. Additionally, tibial component may be undersized. Unk info has been requested from MFR.